Event description:
It was reported that the carotid stent was used to treat a patient with tandem occlusion. Thrombolysis was effective, hence, no mechanical thrombectomy was needed for residual m4 occlusion. A guidewire was not possible to insert into the carotid stent system and another guidewire was chosen, which was possible to pass only with higher friction. The stent delivery and implementation went well with no issues for the patient. Reportedly, the next day, even though the patient status had clinically improved, in-stent thrombosis was diagnosed. The patient was then treated with tirofiban. No information from the physician about current patient outcome at the time of this report.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis and additional information has been requested. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
Additional information: h6, h11 (investigation conclusion). No additional clinical information has been received. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.